Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to remove and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Sus voluntary event report #mw5067343.

Event description:
Sus voluntary event report #mw5067343: event description: at the end of the procedure, coronary angiography via the right femoral arterial approach, the patients right femoral artery access site was attempted to be closed with a 6-french perclose so the patient could sit upright given his symptoms of congestive heart failure. However, the device malfunctioned and was difficult to remove from the body. It was removed over a wire and a 7-french sheath placed. However, there continued to be bleeding around the sheath and this was then exchanged for a femostop which was placed in the cardiac catheterization laboratory with complete hemostasis. The patient went into clr for recovery and during the nurses assessment, it was noted that pulses were lost and the right leg was cooler than the left. The patient was brought back for angiography of the right femoral artery and leg. The injection demonstrated that there was sluggish flow that was a "trickle" down the foot. Surgeon was consulted for emergency atherectomy. In surgery, it was found that the patient had a large clot removed from the right leg. The patient did very well after surgery and had no problems with recovery.